Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection. A pusher wire and mail coil were returned for this complaint. Introducer sheath was not returned. The pusher wire and coil were not interlocked, coil returned separated. Main coil was found kinked and stretched. The pusher wire was inspected, and it was kinked no more damages were found in the device. Microscopic inspection. Pusher wire, the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached. Main coil, the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection for both pusher wire and main coil specification was performed and passed.

Event description:
Reportable based on device analysis completed on 11nov2021. It was reported that the coil could not be delivered. The target lesion was located in the splenic artery. A 18mm x 50cm 2d interlock coil was selected for use. During the procedure, the coil could be delivered even after multiple flushing. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, returned device analysis revealed that the interlocking arm was detached.